Manufacturer narrative:
(B)(4). Batch #: unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformance's were identified. Attempts are being made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lap gastric bypass, the powered activation stopped working when returning the knife to the proximal position. They tried another battery to resolve the problem. That didn't help. They had to return the knife manually to open and remove the stapler. The staple line was complete, they used another stapler to complete the procedure, and there was no patient consequence